Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: a review of the black box showed evidence of a sudden drop in voltage resulting in a replace battery alarm. The pump powered up with the returned battery cap. Unrelated to the original complaint, the battery cap was unable to fully tighten. The battery compartment was cracked from the thread area to the case seal. Evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap. The pump was tested for a minimum of 12 hours with a one unit per hour basal setting and no alarms, overheating, or power losses were duplicated. The pump electrical current draws were within specifications. The leak test showed a leak at the battery compartment crack. The pump case was removed and evidence of additional moisture was found inside the pump on the battery canister. The power flex/power components were inspected and no defects were found. A battery was not returned with the pump. No evidence of the pump overheating occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was overheating and very hot to touch. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.